Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.

Event description:
A distributor of infutronix reported a complaint on behalf of a user facility representative "clear tubing feeding into the cassette became disconnected from the cassette itself requiring a complete replacement of the tubing." The medication infused was unknown. Device operator was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.